Manufacturer narrative:
(B)(4).

Event description:
On 13oct2015 a patient (pt) called our affiliate in (B)(4) to report that the pt had pain and redness on the eye after the insertion of two 1-day acuvue trueye lenses. The pt reported that he/she visited an eye clinic. The pt reported that the eye care professional (ecp) advised that the diagnosis was uveitis. The pt reported that the eye was "getting better." On 15oct2015 the affiliate received an e-mail from the pt. The pt reported that "both eyes had uveitis." On 19oct2015 the affiliate contacted the pt's treating ecp. The pt's ecp refused to provide any information other than to the pt. The date of the event is unknown. This report is being submitted for the pt's os event. The pt's od event is being submitted as a separate report. On 04nov2015 an e-mail was received from the pt. The pt reported that the suspect lenses were discarded, but will return the remaining lenses in the package for evaluation. A lot history review was performed for lot # 5327010633 and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.